Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He replaced the patient pump 1 and the issue could be solved. Functional verification testing was completed without further issues and the unit was returned to service. Livanova (B)(4) requested the part to be investigated but the part has been discarded thus no further investigation is possible. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code on the patient side during maintenance. There was no patient involvement.